Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp moisture ingress) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the pump was found to be unresponsive with the returned battery cap and a test battery cap. There were no audible tones, no vibration alerts, and a blank display upon battery insertion. The battery cap was unable to fully tighten. Battery compartment cracks were observed from the thread area to the case seal and below the grip pad. Evidence of moisture contamination was observed inside the battery compartment and on the underside of the battery cap. A leak test showed leaks at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture damage inside the pump. The pump download failed due to moisture contamination.